Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device would deflate slowly even after multiple attempts. Upon explant of the device, the device was inflated outside the body and maintained rigidity. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device would deflate slowly even after multiple attempts. Upon explant of the device, the device was inflated outside the body and maintained rigidity. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the reservoir, pump, and cylinders of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams700 inflatable penile prosthesis (ipp) flat reservoir was visually inspected, leak tested and examined using a microscope. There was a leak in the reservoir kink resistant tubing (krt) near the window quick connect. This damage was the result of a sharp instrument damage which probably occurred during the explant surgery. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. No leaks were found. The ms pump was functionally tested and passed within specification. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested and examined using a microscope. Cylinder 1 had a pinhole leak in the middle of the cylinder body that was the result of sharp instrument damage which probably occurred during the explant surgery there was no damage observed in the cylinder 2. Cylinder 2 passed the leak test performed. Product analysis was unable to confirm the reported clinical observations.